Manufacturer narrative:
The iomri-guided stereotactic biopsies were done on 39 patients. Their age ranged from 5 years to 86 years, with a mean of 49 years. There were 25 male and 14 female patients. No patient ids or weights were provided. Schulder, m., & spiro, d. (2011) intraoperative MRI for stereotactic biopsy. This article is from 2011. Per complaint data records, the system was fully functional for years afterwards, but has been replaced by a newer n30 version. Therefore, no further evaluation is possible.

Event description:
Per attached article, on one occasion, the polestar n20 did not properly boot. As the patient had been referred specifically for iomri-guided biopsy, having had a nondiagnostic biopsy elsewhere, the procedure was aborted and rescheduled. It is also mentioned in the article, that use of the polestar has many advantages. However, it must be noted that the incomplete field of view of the polestar n20 may limit imaging of targets in the posterior fossa.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.